Manufacturer narrative:
(B)(4). Batch # n93d0d. Investigation summary: the device was returned with the shaft bent, the tissue pad damaged, 100% present, and the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The device was functional when the max or min hand activation buttons were pressed. However no functional testing could be performed, due to the returned condition of the instrument. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, after the test the max and min button would not activate. A new instrument was used to finish surgery. No patient consequence reported.